Manufacturer narrative:
Through functional evaluation by a manufacturer service technician, the reported event of the drill running-on and running in the wrong mode was confirmed. It was found that the trigger magnet was not fully seated in the trigger shaft, resulting in a reduced distance between the magnet and the e-box. This caused the e-box hall sensor to remain activated, which is the probable cause of the reported event.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode (it was running in oscillate when in only one button was depressed) and that the the device was running without user activation as soon as a battery was attached. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
(B)(4): failure analysis in progress.

Event description:
It was reported that during testing conducted at the manufacturer facility the device was not running in the correct mode (it was running in oscillate when in only one button was depressed) and that the device was running without user activation as soon as a battery was attached. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.